Manufacturer narrative:
A complete manufacturing and material records review for the device (model pvs25, sn (B)(6)) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the information available, the root cause of the reported event cannot be ultimately stated. However, per the documents review performed, no manufacturing deficits were identified. Furthermore, per review of the database, the patient's arrhythmias and conduction disturbances were deemed not valve-related by the site. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2013, a male patient received a pvs25 in aortic position. The procedure was performed in partial sternotomy 'j' and no concomitant procedures occurred. On (B)(6) 2013, the patient received a permanent pacemaker due to an atrio-ventricular block (avb) grade iii. A review of the database showed that on postoperative day 1 the patient experienced an episode of avb iii requiring the placement of a temporary pm. During the hospitalization, atrial fibrillation and flutter were also reported. These episodes of cardiac arrhythmias were deemed not valve-related per site assessment.